Manufacturer narrative:
Technician repaired the right head siderail to resolve the issue, no parts were used for the repair. No further information is available on the repair of this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the right head siderail will not stay up.